Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what type of procedure was the device used in? Sigma resection. It was reported that the device ¿did not fire (no staple line), staples were in the situs.¿ did the staples fall out of the device prior to it being placed on patient tissue or was the device fired, but no staples deployed into the tissue? The device did not staple and did not cut. Staples were found unformed in situs. There were no anomalies noticed during preparation of the device. The procedure was finished successfully with another cs40g. There were no negative consequences for the patient reported.

Event description:
It was reported that during an unknown procedure, did not fire (no staple line), staples were in the situs, could be removed. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).batch # n56n2n. The analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.